Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer updated the pump software and attempted to resume insulin delivery; however, the pump instructed that the cartridge must be changed. The customer successfully reloaded the cartridge to address the event and insulin delivery was resumed. The customer's blood glucose level was 198 mg/dl.